Event description:
A report was received that the patient was experiencing charging difficulties. A bsn (B)(4) reviewed the patient's database and confirmed premature battery depletion. The physician replaced the patients ipg.

Event description:
A report was received that the patient was experiencing charging difficulties. A bsn engineer reviewed the patient's database and confirmed premature battery depletion. The physician replaced the patients ipg.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.